Event description:
Pt. Underwent a coronary artery bypass in 10/1997 at another facility. At that time, an abdominal generator and the epi-cardial leads were placed. Since the surgery, pt. Has experienced episodes of variability in his pulse rate, including bradycardia and 2:1 block. The generator was reused and re-implanted in the subclavicular area. Existing abdominal leads were capped & tied. New leads were implanted in the subclavicular area.